Event description:
The grip would not attach to the impactor. The mechanism was stuck or broken. There was no adverse consequence for the pt or delay in surgery or anesthiesia time.

Manufacturer narrative:
The results of the eval performed suggest that this result was attributed to excessive wear of the internal threads of the drive handle and rod due to the material selection. Corrective action has long since been implemented to improve component strength and thread wear characteristics.